Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was no longer using his scs system due to experiencing a sensation that felt like wire was poking him in addition to experiencing a burning sensation at his scs ipg pocket site. The patient was unable to differentiate between the burning sensation occurring when using or not using system stimulation or while charging his scs system. The patient also reported that now his charging system and patient programmer are unable to communicate with his scs ipg. The patient was advised to consult with the physician. Follow-up identified a sjm representative was able to confirm no communication between the devices. The patient would like his scs ipg replaced.